Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was presented to operating room for lead revision as this right ventricular (rv) lead was suspected to have caused possible perforation. Based on x-ray, this rv lead was initially placed in a suboptimal location. There was loss of capture at maximum output; however, no pauses in pacing and no inappropriate shocks were reported. This lead was successfully repositioned with no issue. Additional information indicated that chest x-ray was used to suspect and verify perforation. This lead remains in service. No adverse patient effects were reported.